Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report inconsistent readings vs. Her other meter. Analysis run on clark error grid using mean average competitive readings (100) as reference point vs. Bd readings (250 avg.) Yielded some data points in the c range of the grid, outside acceptable limits.